Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurements greater than 2000 ohms with a competitor's right atrial (ra) lead. A revision procedure was performed. When testing the pacing impedances on the competitor's ra lead using the pacing system analyzer (psa) and this device, the measurements varied. A new device was implanted. The pacing impedance measurements were stable between the psa and the new device. The competitor's lead remains implanted with no further complications reported. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.